Event description:
It was reported that the patient underwent implant of an implantable neurostimulator (ins). Everything had gone as planned during the procedure and telemetry with the ins had been fine until the final impedance check when the ins was in the pocket (before the skin was closed). No telemetry was possible, even with multiple physician programmers. When the ins was removed from the pocket telemetry was still not possible. When the ins was flipped so the opposite side was facing up (writing on the ins facing down), the telemetry worked. Because of this, the ins was implanted upside down. When implanted this way, telemetry was successful. The ins was working well. There was no patient injury, harm, or death and no actions were required as a result of the event. Fifteen days after the procedure, the patient attempted to recharge the ins, but had no coupling. It was noted that during the ¿orientation right after the procedure¿ the coupling boxes were filled in. When the manufacturer¿s representative met with the patient after implant, everything was ¿working perfectly.¿ the ins was communicating with the physician programmer. X-rays were requested to check the device position. Recharging was attempted with a different recharger but was not successful. It was not yet known if the ins would be replaced.

Event description:
Additional information indicated the patient underwent a revision of the ins on (B)(6) 2014. During the procedure, the health care provider (hcp) observed the leads were tangled. The hcp noted that in his experience this would cause interference with telemetry. During the revision, the ins was flipped so that the writing on the ins was facing up, and the leads were coiled counter-clockwise under the ins. Telemetry was tested in surgery and was successful. After surgery, recharging was possible and the ins was fully operational. The patient had a successful clinical outcome and was receiving effective therapy and symptom relief.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).